Manufacturer narrative:
"While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported that they have not been wearing their aligners due to pain. The patient said she must send the aligners back because they didn't work for her and that she had a bridge put in. The patient has had her aligners for over a year and teeth are not straight. She indicated that there is a lot of pain where the bridge is. She was told by her previous dentist not to wear aligners due to the pain on bottom right side where there is no bridge. She wore her aligners on and off due to the pain. The pain level was indicated as a 7. The patient also said her tongue was swollen shortly after receiving her aligners in (B)(6) of 2022. The patient also said that she is going to the same dentist that previously recommended her not to wear the aligners this friday and will provide documentation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.